Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the facility physician felt significant resistance while removing the guidewire (lot #unknown) after placing the catheter into the patient. Per physician, the guidewire and icy catheter (lot #unknown) was placed easily into the patient femoral vein. The catheter positioning in the femoral vein was correct. The physician feared any further attempts may damage the vessel and decided to completely remove both guidewire and icy catheter, and place a standard triple lumen. According to the physician, the u-bend on the distal end of the guidewire was getting caught at the distal tip of the catheter, apparently too stiff to straighten out and comes back through the catheter. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.